Event description:
A report was received that the patient's precision system was explanted due to an infection at the patient's flank and ipg pocket site. The patient's symptoms were redness at the pocket site and midline, swelling and fever. The patient was prescribed oral antibiotics. The physician did not take cultures of the infection, and the patient is reportedly doing well.

Manufacturer narrative:
The explanted devices will not be returned for further evaluation, as they were discarded by the medical facility.